Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were hospitalized due to low blood glucose level. Date of hospitalization was unknown. Customer¿s blood glucose level was 28 mg/dl at the time of hospitalization. Customer was not using insulin pump at that moment. Customer declined for troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with pillowing keypad overlay. (B)(4).